Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 2 samples and 1 photo for investigation. The photo was samples were reviewed and the indicated failure mode for glass breakage was observed. The fractured tube lead to release of some of the acd additive which then turned dark brown in color when irradiated. No foreign matter was observed as the brown substance is only dried additive. Additionally, 2 shelf packs of retention samples from bd inventory, were evaluated by visual examination and the issue of glass breakage / dried additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube acd gh 13x100 6.0 plblce yel there was foreign matter in the tube(s) biological and non-biological, broken lid/cap(s), and missing additive. The following information was provided by the initial reporter. The customer stated: "there is a brown deposit inside some tubes. We also found a tube broken in the cap and empty of anticoagulant."